Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Attach the brush head, it doesn't click into place, slips off - oral-b [device breakage] brush head won¿t securely attach to the hand piece...coming loose from the hand piece - oral-b [device connection issue] case narrative: consumer via chat reported that their oral-b toothbrush head would not securely attach/would not click into place, and slipped off of their oral-b pro 3 3900 toothbrush hand piece. While they were brushing, the oral-b toothbrush head was coming loose from their oral-b toothbrush hand piece. No injury was reported.

Manufacturer narrative:
01-dec-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Attach the brush head, it doesn't click into place, slips off - oral-b [device breakage] brush head won¿t securely attach to the hand piece...coming loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via chat reported that their oral-b toothbrush head would not securely attach/would not click into place, and slipped off of their oral-b pro 3 3900 toothbrush hand piece. While they were brushing, the oral-b toothbrush head was coming loose from their oral-b toothbrush hand piece. No injury was reported. 27-oct-2023 via case update: consumer is a male. No injury was reported. 14-nov-2023 via case update: the suspect product lot number was 3db21442056. No injury was reported. 29-nov-2023 via case update from information initially received on 14-nov-2023: the concomitant product was oral-b power oral care refills cross action eb50. No injury was reported.